Event description:
The nurse of a (B)(6) male pt contacted zoll lifecor customer support to report that one of the pt's batteries would not charge and minutes later reported that the charger would not recognize either of the pt's batteries. The pt was provided with a replacement battery charger and battery pack.

Manufacturer narrative:
Battery pack (B)(4) manufacture date: (B)(4) 2010. Battery charger (B)(4) manufacture date: (B)(4) 2010. Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon eval, liquid contamination was found on the battery board, which had damaged several components. The root cause of the contamination was likely a result of liquid ingress on the charger. The source of the liquid ingress could not be positively identified. Device eval of battery pack (B)(4) is still underway. The reported problem (battery/charger faults) has been confirmed. The root cause of the battery faults (0f80 and 0f40) is still under investigation. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery charger or battery pack.